Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument to perform failure analysis. A review of an image provided by the customer was conducted. Based on the the review, it was confirmed that there was damage to a sureform 60 stapler instrument wrist cover. This component is a silicone elastomer used to protect the inner components of the wrist, and to protect from fluid ingress to the stapler. The wrist cover appears to be damaged and missing material in multiple small spots but only see one black fragment is noted on the white surface.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a black fragment was noticed inside the patient after using a sureform 60 stapler instrument. The customer stated there were holes "noted in the rubber at the rubber flexing". The fragment was retrieved by the surgeon, the abdomen was examined thoroughly, and an x-ray was performed to confirm all fragments were retrieved at the time of the event. The customer stated to their knowledge, there was no injury or complication due to this event. The sureform 60 stapler instrument is being sent back to intuitive surgical, inc. (Isi) for evaluation; however, the fragment was thrown away. The procedure was completed robotically, with no additional surgical procedures required to remove the fragment.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument to perform failure analysis. The sureform 60 stapler instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.1640"- 0.1865". Visual inspection displayed no signs of missing fragments. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.